Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The boston scientific local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.